Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a craniotomy procedure, the router broke. It was also reported that during post operative scans, two fragments were identified and are planned to be removed in a revision surgery. It was further reported that the procedure was completed successfully.